Event description:
Staff were placing the needle on the syringe to administer the vaccine to the patient and the safety mechanism of the needle came off. No needle stick occurred.

Manufacturer narrative:
The problem of mw5113021 has been communicated with the customer by email. After receiving the pictures, it was analyzed that it should be the misactivation caused by improper operation of medical staff (the activation failure caused by not operating correctly according to the instructions). After checking the appearance and structure of the retained samples of the same batch, activating the safety jacket according to the product instructions will not result in activation failure. In addition, our company has not received any other complaints regarding the failure or activation of safety jackets for the safety hypodermic needles exported and sold to the us and EU from 2020 to date.

Manufacturer narrative:
The corrections are as follows: in section d2, change the product code of the last supplementary report from meg to fmi; in part h1, the summary report was cancelled.

Event description:
Staff were placing the needle on the syringe to administer the vaccine to the patient and the safety mechanism of the needle came off. No needle stick occurred.

Event description:
Staff were placing the needle on the syringe to administer the vaccine to the patient and the safety mechanism of the needle came off. No needle stick occurred.

Manufacturer narrative:
The corrections are as follows: 1. In part d2, the product code is changed from fmi to meg; 2. In part h1, the summary report was cancelled.